Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021(B)(6) h6: investigation summary two photos and forty-nine samples were received by our quality team for evaluation. From the photos, a red foreign matter is observed on the needle hub. All samples were subjected to visual inspection and one sample was observed to have red foreign matter on the needle hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The initial analysis result show that the spectrum obtained from the red foreign matter reasonably matches with that of zein, a type of protein. Based on a similar complaint, further analysis shows it to be a silicone-based material. A review of the manufacturing process shows use of a clear silicone based material. However, the team is unable to determine how the red color silicone based foreign matter was transferred to the sample. Current controls to prevent this nonconformance include that the insyte assembly process is in a certified clean room, personnel involved in the assembly process are trained gowning and de-gowning procedure, production technicians are trained on the insyte assembly and packaging housekeeping standards, and in-process and outgoing inspection in place to check for foreign matter. During production of this batch, no abnormalities were seen in reports that covered the production period, no foreign matter was observed during the inspection, and no quality notifications were raised. This nonconformance is attributed to a random occurrence not assignable to process. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ IV catheter 24ga 0.75in experienced foreign matter contamination.the following information was provided by the initial reporter:red dot inside packaging. We found this cannula and on close inspection, it has a red dot inside, packaging is completely sealed.we have quarantined all remaining cannulas with the same batch number; 29 cannulas in total including the one with the dot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ IV catheter 24ga 0.75in experienced foreign matter contamination. The following information was provided by the initial reporter: red dot inside packaging. We found this cannula and on close inspection, it has a red dot inside, packaging is completely sealed. We have quarantined all remaining cannulas with the same batch number; 29 cannulas in total including the one with the dot.